Event description:
It was reported that during the surgery the spring in a hammer fractured. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm was reported on this occasion.

Manufacturer narrative:
(B)(4). D10 oxf femoral slap hammer, item# (B)(4), lot# zb170301. G2 ¿ foreign ¿ germany. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2024 - 00099. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item. As the lot number is not available, a search for the reported item and lot number combination could not be performed. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. Product was returned and evaluated which confirmed a broken spring on both instruments. Both exhibit signs of use (dings, scratches) not all pieces of the broken springs were returned. A further review of the complaint history for the newly retrieved lot number zb111202 identified additional similar complaints part and lot combination. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). H4: the manufacturing interval is may 15 2012 to may 31 2012. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.